Manufacturer narrative:
Despite the follow-up attempt, the customer did not return the device for investigation. Therefore, the in-house contour® next gen meter with serial (B)(6) and the in-house contour® next test strips from lot # 3gheg15b were used for in-house testing, using blood spiked with glucose at 135 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour® next gen meter with serial (B)(6), and no manufacturing anomalies were found. The usage of device has been updated in section h8.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. This event is related to MDR # 1810909-2025-00004.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour® next gen meter. The customer had changed the meter batteries on (B)(6) 2024. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.